Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found the tubing of the flow cell lower sheath flow was defective. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a clear leak from the unicel dxh 800 coulter cellular analysis system. The volume of the leak was about 2 ml and was contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous results were not generated. There was no change in patient treatment.